Manufacturer narrative:
(B)(4). Method: only the swivel wye of the complaint rt265 breathing circuit was received for evaluation. The returned swivel was visually inspected. Results: inspection of the swivel revealed that it was cracked. A lot check was not performed as a lot number was not provided. Conclusion: based on the appearance of the damage to the swivel it appears likely the cracking was caused by some form of physical impact. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint swivel became damaged during transport or handling at the customer facility. The user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that they found a crack in the swivel wye of an rt265 infant dual-heated evaqua2 breathing circuit when they opened the package. This was found prior to patient use.